Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had fallen two years ago and since this occurred, his battery has turned off twice automatically in the last two years and he manually turned it back on. An impedance check was done and showed normal values. It was noted that the patient was able to use his stimulator daily. Additional information was received from the patient on (B)(6) 2018. The patient reported that he saw his manufacturer representative (rep) yesterday (B)(6) 2018, "because the device turned off in the middle of the night, it was 2 nights ago". The patient stated that he " met with her and she ran a diagnostic on it and everything was working, and the same thing happened a year or year and a half ago (2017)¿. The patient stated that they told the same rep about it at that time (2017). Additional information was received from the manufacturer representative (rep) on (B)(6), 2018. The rep reported that there was no known cause for the battery shutting off on its own. The actions taken to resolve the battery turning off on its own was on (B)(6) 2018, an impedance check was conducted and determined to be normal values. The rep was asked if the battery turning off on its own had been resolved and the rep responded that the patient was able to turn the system back on and the device worked properly. On (B)(6), the patient's weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was having problems and needed the ins to be replaced due to the battery. The patient reported surgery was scheduled in two month's time. The patient stated the reason for replacement was not normal, and though he was told the ins would last for 10 years it only lasted for 5.5. The patient reported having to charge every 24 to 48 hours. The patient reported informing a manufacturer¿s representative (rep) who determined the "battery was shot. Additional information received stated that the rep never diagnosed the ins battery as being "shot." The rep reported the patient's prior fall directly on the battery and stated that multiple impedance checks showed all contacts within normal range. The rep stated that the patient had been scheduled for a battery replacement on (B)(6) 2019 but the surgery was cancelled due to multiple lab abnormalities. No symptoms were reported.